Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - during a postoperative check-up abnormal threshold, sensing and impedance values were detected. Dislodgement of the relevant lead was confirmed by x-ray. An attempt was made to revise the lead; however; the screw was unexpectedly bent when an attempt was made to remove the tissue on the distal tip. A new lead was successfully implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found as mentioned in the complaint description. Damaging the fixation helix requires the presence of severe mechanical stress. It is reasonable to assume that mechanical forces during the explantation procedure contributed to this observation. Due to the damages, a mechanical inspection of the lead was not properly feasible. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. With regard to the issues mentioned in the complaint description, the analysis did not show any other deviations from the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.